Manufacturer narrative:
The tech inspected the bed and found that when the bed was lowered to its lowest position, the scale displayed error-3. The tech found that the right head load beam wire had an open wire in it due to it being pinched on the tower shroud. The tech installed a new right head load beam to repair the bed.

Event description:
The account alleged a pt almost fell from the bed and was found between the right side-head and foot side rails. The nurse stated that the pt positioning monitor was set, but did not alarm. The pt was not injured.